Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As per medwatch number (B)(4): description: "we have seen bags dislodge from tubing from inadequate fit and an increase in holes in spiked bags because of how sharp the spike is. We have also seen microleaks in tubing and tubing sliced in putting it into the pump. All of these incidences resulted in chemotherapy spills which are toxic and patients not receiving their entire dose of medication. We have had to change defective tubing and we have had infusions that should last 30 minutes last 2.5 hours related to alarms from the pumps where patients have refused the remainder of their infusion. Both of these scenarios result in patients being undermedicated with their weight-based dose.